Event description:
Reporter alleged blood glucose measured 501 mg/dl at 8:45 am back to back with a result of 158 mg/dl performed at 8:47 am. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.